Event description:
According to the reporter, occurred during a pulmonary lobectomy video-assisted thoracoscopic surgery (vats) procedure. The stapling device was being applied to 'coupe de la veine'. The stapler was able to fire but there was poor staple formation. There were absent clips on one staple tray. The staple line was incomplete. The surgical time was extended by thirty minutes or more due to the product problem. In order to resolve the issue and complete the case, used clips. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of single use reloadable stapler. The visual inspection noted the reload was partially fired and the interlock was engaged. Microscopic inspection of the knife blade displayed damage. The instrument and single use loading unit (sulu) were applied to the appropriate test media with acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the advance knife blade may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing. If the firing knob is not fully retracted, the knife blade has not been retracted into the interlock prior to opening the jaw. It may also result in difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.